Manufacturer narrative:
The country of origin is (B)(6). The service engineer completed the annual maintenance with acceptable results. In addition, the previous calibration had acceptable results. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received low elecsys troponin t hs assay results from the cobas e 411 rack immunoassay analyzer. The initial result was 15 and the rerun result was 58.69. A rerun result on a different cobas analyzer was 60. The units of measure were not provided. The result of 58.69 was believed to be correct. The questionable results were reported outside the laboratory. The reagent lot number was 396736. The expiration date was asked for but not provided.